Event description:
Same case as MDR ID: 2134265-2014-01059. (B)(4) study. It was reported that chest pain, nausea, myocardial infarction (mi) and in-stent thrombosis occurred. In (B)(6) 2011, the patient presented with chest pain associated with shortness of breath, abnormal stress test and was diagnosed with stable angina. Subsequently, coronary angiography was performed. Eight days after, the patient returned to the facility for the scheduled cardiac catheterization. Index procedure was performed. The target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 90 % stenosis and was 28mm long with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation and placement of a 3.50 x 32 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de-novo lesion located in the distal rca with 70% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. The target lesion #2 was treated with direct stent placement using a 2.75 x 20mm taxus liberte stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain radiating to back and left jaw associated with nausea. At the time of event the subject was taking aspirin and other antiplatelet medication. The study drug as per protocol was never taken during the study. ECG revealed st elevation considering inferior injury and acute infarct. Troponin was found to be elevated, but did not meet protocol definition of myocardial infarction. The patient was diagnosed with stemi and the subject hospitalized on the same day. Subsequently, coronary angiography was performed and revealed 30-40% mid stenosis; total occlusion of the study stent placed in distal rca. Thrombus was found in both stents placed in rca. The 100% occlusion of the study stents in the mid rca extending to distal rca was treated with aspiration thrombectomy and balloon angioplasty, resulting in 0% residual stenosis. Two days post procedure the event was considered resolved without residual effects and the patient was discharged on aspirin and ticlopidine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post thrombectomy procedure, the event stent thrombosis to the right coronary artery stent was considered resolved without residual effects and not two days after the procedure as previously reported. Also, two days post procedure, st elevated myocardial infarction (stemi) was then considered resolved. In addition, the patient was discharged on aspirin only.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).